Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the epidural catheter broke off into the patient during removal. It left approximated 4 to 5 cm of the catheter inside the patient. The catheter was placed after a failed spinal attempt. The catheter (epidural) was threaded between 12-13 cm and 5.5 cm into the epidural space. Surgical procedure - hip replacement. The alleged incident occurred after the patient received a hip replacement.